Manufacturer narrative:
Information references the main component of the system. Other relevant device(s) are: product ID: bi71000163, serial/lot #: rev. 3 : s/n n/a, ubd: , UDI#: device evaluation: analysis was completed for the battery tray. The reported complaint was confirmed through functional testing, performance testing, and visual/physical examination. Visual inspection noted scuffs and scratches consistent with normal use. Bench testing was performed at normal room temperature, and there was no expansion, leaking, fusing or corrosion. The first battery pair measured 5.58vdc and 5.65vdc. The second battery pair measured 13.14vdc and 13.16vdc. Total voltage measured was 37.583vdc, while the expected voltage is approximately 12vdc per battery resulting in 48vdc per tray. The analyst tested all fuses; continuity testing passed. Analysis determined that there was an electrical failure with the batteries, and that the batteries were depleted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that an incision had not been made prior to the surgery being cancelled. The patient experienced no symptoms related to this event. The impact on patient outcome was that the patient was given anesthesia and did not end up having the surgery due to this issue. There was a surgical delay as the case was cancelled.

Manufacturer narrative:
Patient identifier and weight unavailable. A medtronic representative went to the site to test and service the equipment. Testing found that the system failed to charge properly. Battery tray 1 was below minimum voltage, and the charger enclosure was not charging battery tray 1 properly. The charger enclosure and battery tray 1 were replaced, thus resolving the issue. The imaging system then passed the system checkout and was found to be functioning as intended. The charger enclosure and battery tray were returned to medtronic but were under analysis at the time of filing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used for a sacroiliac and thoracolumbar procedure. It was reported that prior to a surgery, a medtronic representative (rep) noticed the first battery indicator was low. After stepping back into the room while the patient was under anesthesia, the image acquisition system (ias) had gone down to a critically low state while it was plugged in. The site elected to cancel the case due to this issue and the surgery was rescheduled.

Manufacturer narrative:
If follow-up, what type: device evaluation: adverse event problem: analysis was completed for the charger enclosure. The reported complaint was unable to be confirmed through functional testing, performance testing, and visual/physical examination. Visual inspection confirmed dust in the charger enclosure and matted on fans. It was cleaned and the analyst confirmed charger cards were seated properly. The charger enclosure was tested, and the results confirmed that current, voltage and temperature levels were within specifications. There was no fault or failure found with the charger enclosure. FDA evaluation codes 10, 213, and 67 apply to the analysis completed for the charger enclosure. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.